Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Remote troubleshooting actions showed that there was a problem with the voltage from the hospital. The issue was solved by an electrical worker from the hospital side. The system was performing as intended and was handed over to the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the azurion system to not boot up/start up or shut down. This scenario includes situations in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start. The system was not in clinical use. No user or patient harm has been reported. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation regarding the reported issue.